Event description:
Pt underwent surgical repair of chest deformity and sustained myocardial injury involving pectus bar. Pt expired 3 days s/p surgery.

Event description:
On 7/31/01, physician's secretary, contacted manufacturer's office. The secretary said that a parent called requesting information on a rumor they heard concerning a pectus excavatum correction surgery for which their child was scheduled on later in 2001. The rumor was regarding a pectus case that had gone wrong and had a negative outcome. The question was asked if the company could confirm this rumor.